Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, it was determined that the rcia had grown (aneurysm expansion) and the iliac extension is no longer providing a seal (type ib endoleak). In addition, the physician suspects a type iiib endoleak of the bifurcation (2031527-2019-00019). A secondary intervention was completed to reline the stent graft with an afx bifurcated, afx limb extension, and an ovation ix iliac limb successfully resolving the endoleak. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type ib endoleak. However, the type iiib endoleak of the bifurcated device was refuted and rather, there is evidence of a type iiib endoleak for the limb stent graft. This type iiib endoleak is most likely device-related due to the use of strata material. The type ib endoleak is most likely anatomy-related due to severe vessel remodeling. In addition, clinical assessment determined that there was evidence to reasonably suggest that stent migration (12mm) occurred that was not included in the event as reported; the migration was discovered during review of the 86-month post implant CT scan. The stent migration is user-related due to the patient's off-label neck. Procedure-related harms included type ii endoleaks. The final patient status could not be determined and was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Event description:
The exact date of event is unknown. Additional information received per clinical assessment refuting the reported type iiib endoleak of the bifurcated device, but confirming a iiib endoleak of the limb stent graft and a stent migration of 12mm. Clinical also identified that the patient had an off-label neck anatomy at the time of the initial implant.